Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the drawers were not detected on the communication bus. A field service engineer reported all drawers visually seemed to be ok. The engineer performed a power cycle, and all drawers recovered after reboot. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers experienced a failure, resulting in the device being unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.